Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the air reamer/drill device was defective with adapter locks and the spring pressure collapsed. It was further reported that the device was not locking the accessories, the spring pressure was bad, and the device had low power. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the air reamer/drill device coupling could not engage the attachment and would not operate. It was further determined that the device failed pretest for check the attachment coupling and check the power with test bench. Therefore, the reported condition that the equipment is defective with adapter locks, and the spring pressure collapses and low power was confirmed. The assignable root cause was determined to be traced to user, which is user error.